Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the peek implant did not fit as expected, it was too large. The surgeon needed to modify the implant to fit the patient. There were no adverse consequences to the patient and no surgery delay reported.

Manufacturer narrative:
Updated: h4, h6 device is not available for evaluation however, intra-op pictures were provided as well as the design review; therefore, a root cause was determined.

Event description:
It was reported that the peek implant did not fit as expected, it was too large. The surgeon needed to modify the implant to fit the patient. There were no adverse consequences to the patient and no surgery delay reported.